Event description:
A physician reported following the intraocular lens implantation a scratch of 5mm was found on the lens optic. The scratch was found on the right side of the lens before the lens was fully stretched immediately after implantation. The surgery was completed without product replacement

Manufacturer narrative:
A sample device was not returned for analysis. The received photos show an implanted iol on a monitor screen, there appears to be a dark line near the edge of the optic. The exact location of the marks cannot be confirmed. Complaint lot search report reviewed; there are no other complaints for the reported lot. Root cause has not been identified. The complainant indicates the use of non-company viscoelastic, which is not qualified for use with associated company device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Photos and a video is provided. Video review: video provided shows lens implantation with company device. Preparation of the device is not provided. Viscoelastic fill cannot be confirmed. The lens appears to be in acceptable position for the implantation. The lens is implanted and a light, long line/ mark is observed near the optic edge. A definitive determination of damage cannot be made without the evaluation of the physical product. The root cause may be related to use of non-qualified viscoelastic. The use of an unqualified viscoelastic may cause damage to the lens and potential complications during the implantation process. Lens damage may occur: due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. If the operating room temperature is too high 23°c / 73° f lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).